Event description:
Pt reported they have been to the ER 4 times in the past 4 months and twice this month, exact dates and reason(s) unknown. Pt also reported they are not experiencing any errors/issues with pump today, but states they found out why they kept getting downstream occlusion alarms. Pt reports there are too many air bubbles in line and sometimes when they run the pump beyond recommended 48 hour changes, they get errors. Rph reminded pt that cassettes should be changed every 48 hours regardless if there is medication remaining in cassette. No further information, details or dates available. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - unknown; is the infusion life-sustaining? - yes outcome? - unknown. Diagnosis for use: pah.